Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient was sleeping when her husband noticed that she was unresponsive, which was confirmed later that the patient was unconscious. The patient did not know if how long she was unconscious. Prior to that, the patient was not able to check the cgm reading and they did not perform a fingerstick test. The patient did not experience any symptoms before going to sleep. When the patient was unconscious, no bg meter was performed and the cgm was not checked. The husband called 911, and when the paramedics arrived, they checked the bg meter and it was 27 mg/dl and the cgm at the time was 70 mg/dl. The pt also added that the alarm did not go off at 70 mg/dl, when it should have. The patient was given sugar by paramedics which helped patient regain consciousness. The patient was taken to the hospital. The patient did not know or could not remember any information in terms of the cgm and bgm reading, medications and testing, length of stay, last bg test results and the cgm reading. The patient went home after less than 4 hours and reported feeling okay. The patient removed and replaced the sensor at home. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid was taken when the paramedics arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.